Event description:
In the process of contacting the pt to notify them their device may be nearing end of service, it was discovered that the pt had passed away. Exact cause of death is unk at this time, but the treating neurologist reportedly believes that the death was seizure-related. There is no evidence at this time that the ncp system caused or contributed to the reported event.